Event description:
Information received indicates, the head section is not going all the way down to the flat position.

Manufacturer narrative:
The technician found one of the gas springs leaking and it would not compress. The technician replaced the gas spring to repair the stretcher.